Event description:
User stated she was trying to change the syringe s2b and noted the green plastic connector on the side of the syringe was leaking onto the floor. The leak was 'about the size of a shirt' and was in front of the analyzer in the walkway. No one slipped or was harmed. No patient samples were involved.

Manufacturer narrative:
The field service representative determined the cause to be misseated syringe tubing and noted the user reseated the tubing. He checked the tubing to verify it was reseated. Controls and patient testing were performed to verify operation of the analyzer.